Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. This device was included in that field action. Based on the information received and without the return of the product, it could not determine this device performed as described in the field action. (B)(4).

Event description:
It was reported that intermittent t-wave oversensing (twos) was noted on the right ventricular (rv) lead. It was noted that while watching the electrogram "vs marker" was noted on the t-waves on "about the 6th to 8th beat." Lead sensitivity was reprogrammed. The rv lead remains in use. No patient complications have been reported as a result of this event.